Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as contact dermatitis. The patient's doctor prescribed a cream (type unknown.) Follow up was completed and the patient reported the skin irritation was improved.